Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient believes their therapy is turning off and resetting to zero when the samsung is powered down or fully depleted. Patient reported they lost stimulation sensation and they would previously feel it every 3.4 of an hour. Patient stated they were also experiencing a loss of therapeutic effect stating they were going through 3 diapers an hour. Reviewed the status of the samsung will not cause therapy or stimulation changes and is independent from the ins. The patient mentioned use of 2 different programs. Ps suggested that patient may be changing programs and that is what is turning therapy off and resetting amplitude to zero. The patient disagreed with this stating they only changed programs once. The patient stated on program 6 they know it was previously at 4.8 and it is presently 2.1. Patient increased stimulation until they felt stimulation sensation again at 2.8. Recommended patient follow up with managing physician if they continue to have therapy concerns. Reviewed the physician's office can also access a usage report to check logs of therapy status if needed.